Event description:
Abnormal diluted sample cup movement resulted in 2 donor samples being dispensed into the same dilution cup. This resulted in abo serological test results being associated with the wrong sample identification number.